Manufacturer narrative:
Corrections based on received information.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation.

Event description:
It was reported that patient was stepping backwards down a step and heard a"popping" sensation and immediate pain. Revision surgery was done due to patellar fracture and loosening of patellar component with revision of patellar component and tibial insert.

Manufacturer narrative:
Corrections based on additional information received